Event description:
User received discrepant sodium results for a total of twenty one pt samples. The following four examples were provided. Units = mmol/l. Sample 1: initial 156, repeat 134. Sample 2: initial 159, repeat 134. Sample 3: initial 154, repeat 132. Sample 4: initial 140, repeat 132. Sample 1 was not reported. Samples 2 to 4 were reported, corrected reports were issued. And no info was provided to determine if pts were adversely affected. The field service representative determined the cause to be a cell rinse mechanism that was over flowing intermittently. The cell rinse mechanism was adjusted and performance tests were performed.